Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, battery out limit or failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had blank display. The customer¿s blood glucose value was unknown. Customer reported that they tried to change battery but insulin pump still did not turn on, insulin pump was not bumped, dropped or exposed to moisture. Customer declined signs of physical damage, battery contacts cap, spring and compartment was ok. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.